Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after the cables and video card were re-connected, the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system was rebooting while turning the system on. This issue was noted outside of a procedure, and there was no patient involvement.